Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 700 mg/dl and ketones were present. Correction boluses were delivered to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Ketone level was identified as being dangerous by a healthcare provider. Intravenous saline/insulin were administered followed by a ¿sugar dip¿. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer reverted to using manual injections for insulin therapy. Customer did not know cause of elevated bg. Tandem clinical diabetes specialist met with the customer and the pump appeared to be working. Customer resumed pump therapy and reportedly met with a healthcare provider to discuss event.